Event description:
Patient, through other company representative, reported "rupture". Patient later reported "rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
This is a Follow-Up report to a MedWatch submitted under Manufacture Report Number 9617229-2022-09144.A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: Rupture.